Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing thresholds and high pacing lead impedance was observed during follow-up in clinic. Lead revision was planned.